Manufacturer narrative:
The investigation into the pump stop issue has been completed since the initial report was submitted. The device was not returned for investigation. According to the clinical details, the doctor decided to explant the pump after observing elevated motor current. The cause of the saturated pump flow issue was most likely biomaterial, based on data log review.

Event description:
The user facility reported a 23-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support while awaiting left ventricle assist device (lvad) implant. Following more than 21days of support, axillary impella cp began to show signs of impending pump failure, including elevated motor current (mc) (average mc ~600 mamp @ p-5). Impella connect was used to show md and nps prior day's mc at same p-level which was ~100 mamp lower. Patient was planned for lvad procedure first-case next morning. Md strategized with care team for actions should pump fail. Pump explanted successfully the following day after successful lvad placement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.